Event description:
Customer reported morphine 50mg in a 250ml bag was programmed to infuse at 2mg/hour. The entire bag infused in 15 minutes. The patient died. The relationship, if any, between the patient death and the pump in use, at the time of the events, has not been confirmed by the facility. The customer did not provide the patient's cause of death.

Manufacturer narrative:
Manufacturer's report date: 11/03/2009. The involved pump and event logs were received for investigation. The reported event of over infusion of morphine could not be confirmed or duplicated. The pump was tested for rate accuracy at the incident rate of 10ml/hr, and was found to be infusing within specifications.